Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent revision procedure wherein the lead was repositioned and still implanted in patients body.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.